Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the keypad was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective keypad (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: device keeps turning itself back on after being turned off. Performed keypad test, test showed that device was constantly pressing the power on button. Took device apart and replaced the top case. Reassembled device and performed keypad test again. Passed with no issues. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.